Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm or unexpected vibration was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and a broken belt clip slot. No damage was noted inside of the insulin pump. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump buttons became unresponsive and that it was vibrating while playing golf. The blood glucose reading was 254 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.